Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a plastic tube was stuck in channel. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Operation manual for urf-v2 states the detection method in chapter 3 preparation and inspection. Reprocessing manual for urf-v2 states the preventive measure in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the uretero-reno videoscope had a brush stuck from a resi test. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.